Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver head twisted during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): the tip of the obturator has been sheared off: consistent with excessive force.